Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. Analysis was unable to test for failed batt test alarm, operating currents, low batt alarm and off no power alarm or perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to no button response. A test keypad was used, and the insulin pump responded properly to button presses. No frozen screen noted and the time advanced. The insulin pump had a scratched display window and cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 286 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.